Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that patient developed thrombocytopenia. The reported information indicated the event was related to the impella device, pcps device and the procedure. The patient was administered 30 units of concentrated platelets. The patient soon recovered and impella was successfully explanted. No further information was provided.